Event description:
Upon reassessment to the reported event it was determined that the event was not reportable as the malfunction on this device did not cause any serious injury in the past. The initial report was submitted in error and hence it needs to be voided.

Manufacturer narrative:
Upon reassessment to the reported event it was determined that the event was not reportable as the malfunction on this device did not cause any serious injury in the past. The initial report was submitted in error and hence it needs to be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 211201306, lag screw coupling rod, lot # unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the initial procedure, the lag screw would not accept the threaded shaft used to implant device. No impact to the patient or surgery was noted. A new implant was opened and the surgery was completed.